Event description:
Additional information was received from the rep who reported that the sluggish aspiration from the catheter was not determined.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2021, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 04-dec-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was receiving morphine drug, unknown (20 mg/ml at 4 mg/day) and bupivacaine (10 mg/ml at 2 mg/day) via an implantable pump for non-malignant pain and radiculopathy. It was reported that the patient contacted his pain physician and reported that he was hearing an alarm from his pump and also got an 8476 error code. The pump activity logs indicated a motor stall occurred on (B)(6) 2021 at 2:02pm and reached tube set on (B)(6) 2021. The motor stall recovered on (B)(6) 2021 at 9:59 am and another motor stall occurred on (B)(6) 2021 at 11:53 pm. It was noted the physician replaced the pump due to motor stall with current elective replacement indicator (eri) < 18 months on (B)(6) 2021 and the pump would be returned. He also replaced the pump segment using an 8780 kit and trimmed 1 cm from existing spinal segment. He used a collet to reattach the new pump segment and was able to successfully aspirate the catheter port. It was further reported when reattaching the pump, the physician noted that aspiration from the catheter was sluggish. As noted earlier, he subsequently replaced the pump segment using an 8780 kit and trimmed 1 cm from spinal segment and discarded. The issue was resolved at the time of this report and the patient's status was "alive- no injury." The patient's weight and medical history were asked but unknown.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly; corrosion and or wear and or lubrication, stall due to shaft bearing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.